Event description:
Infant warmer malfunction-couldn't regulate. Temperature fluctuated up and down several degrees from set point of 37 degrees. 05/09/97 2030 t.37. Cyanotic. No respiration stimulated with suction. O2 per mask. No resp x 20 - 40 seconds. Doctor notified. Heart/apnea monitor ordered. Infant's temp at 2215 on 05/09/97 was 38.5. Pulse ox showed 89-91%. Physician notified resulting in new orders. Warmer checked. Infant transferred to a different warmer. Physician progress notes states "choking spells with feeding-one accompanied with apnea spell. Erroneous temp reading last night due to warmer. Monitor for an extra day."